Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit the customer experienced discrepant results. The first analyzer read a positive result, and the second analyzer read a negative result. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports a discrepant results, customer states that she performed the test flu 256045 lot 0134984 and the first result was positive, then she read it again in another analyzer and it was negative, the waiting time was 5 minutes between each test, this situation happen twice with deferments patients."